Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. N particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Hogeveen l, legros b, meurs a, de herdt v, sprengers m, hödl s, mertens a, gadeyne s, raedt r, dewaele f, vandersteene j, boon p, vonck k. The effectiveness of cenobamate in patients treated with vagus nerve stimulation for drug resistant epilepsy. Eur j neurol. 2025 jun;32(6):e70229. Doi: 10.1111/ene.70229. Pmid: 40536401; pmcid: pmc12178080.

Event description:
During a review of a scientific article entitled, "the effectiveness of cenobamate (cnb) in patients treated with vagus nerve stimulation for drug resistant epilepsy" several adverse events were discovered. Unspecified adverse events resulting in medical intervention were seen in 8 patients, intervention included either device disablement or vns removal before the cnb treatment due to ineffectiveness or side effects, the most common being sedation related effects. No other details were provided on the events. No other relevant information has been received to date.